Manufacturer narrative:
A cardioquip customer submitted an hpc test following a cleaning and disinfection procedure. Following test results outside of cardioquip specifications, cardioquip recommended that either (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) the device receive an internal water pathway replacement, or (3) the customer participate in cardioquip's trade-in program. These options would return the device to specification. The customer chose to perform an internal water pathway replacement to repair the device. Once the device has undergone repair, it will be returned to specification.

Event description:
A cardioquip (cq) customer submitted an hpc test to ensure the device was within specifications for water quality following a cleaning and disinfection procedure. No patient involvement was reported. Hpc test results outside of cq specifications for water quality were received on 12/22/2025, indicating device contamination.